Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced dilatation. Inflation was performed at 14 atmospheres and 18 atmospheres for 30 seconds. However, during the second inflation, the balloon ruptured horizontally. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.